Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, the reported event was not identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection were performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Functional testing revealed that the power switch was arcing inside during power up which caused both a burning smell and a power failure. It was determined that the product did not meet specifications for the reported problem. Upon conclusion of the investigation, the cause of this issue was determined to be a defective power switch. To correct the reported issue, the device was sent to service with instructions to scrap the power switch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burning smell was originating from the homechoice device. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.